Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was not used to the dialysis procedure. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotic (no further details reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The patient remained hospitalized to re-confirm how to use dialysis devices. No additional information is available.